Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle pulled off from the thread. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the needle fall into the patient? The needle fell on the operating field but not inside the patient and the needle has been recovered immediately. Was the needle piece(s) retrieved during the same procedure? N/a. Were x-rays taken to locate the needle piece(s)? N/a. What measures were taken to retrieve the broken piece? N/a. Was there any additional tissue damage as a result of searching for the needle piece? N/a. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/23/2022. Additional information: h6 component code: g07002 no device problem found. H3 investigational summary: five packets of product code jv1088 were returned in ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the five packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. Functional test was performed, and the pull force result were below the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.